Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer reported that alarm stopped but blood glucose remained high. Customer reported of not having enough time for troubleshooting and would call back when she has at least an hour to dedicate to troubleshooting.